Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, and after the reset, the error code did not reappear, allowing the caller to successfully start their sensor session.